Manufacturer narrative:
(B)(4). The reported complaint of short battery runtime is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the service report, the battery was replaced by the hospital biomed. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "biomed states that during testing the pump had short battery run time. Battery sent to and replaced by hospital biomed. No parts are being returned.". There was no patient involvement.

Event description:
It was reported that, "biomed states that during testing the pump had short battery run time. Battery sent to and replaced by hospital biomed. No parts are being returned." There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).